Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2025, a sudden spike in the rv coil continuity was observed, rising above 3000 ohms. However, no alert was generated by the device, even though all alert functions were active. Could you please clarify the possible reason why the alert was not triggered?

Manufacturer narrative:
Please refer to the report analysis of rms (remote monitoring system) file dated 13 october 2025 revealed: between (B)(6) 2025 and (B)(6) 2025, the rv coil continuity was stable in a correct range; except on (B)(6) 2025 one measurement was superior to 3000 ohms. The rv coil continuity is measured every day. The alert concerning an abnormal rv lead continuity is triggered when, for 2 consecutive days, the rv coil continuity is measured > 3000 ohms as per specifications, as only one value of rv coil continuity was measured > 3000 ohms; no rms alert was triggered. Based on available data, no issue is suspected on the subject ICD.

Event description:
Reportedly, on (B)(6) 2025, a sudden spike in the rv coil continuity was observed, rising above 3000 ohms. However, no alert was generated by the device, even though all alert functions were active. Could you please clarify the possibile reason why the alert was not triggered?